Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that report services were unavailable due to network/dns and proxy configuration issues, resulting in http 503 errors and timeouts. The technical support specialist (tss) identified a manually enabled proxy setting on the application server and disabled it, restoring connectivity. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all users were unable to run a report manually. The customer reported that all users were unable to run reports. Users encountered an error message stating, ¿unexpected error occurred, please try again later.¿ the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.